Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ventricular lead had an increase in pacing threshold and loss of capture (loc). The pacing output was increased to 5 volts, in a unipolar configuration, and capture was confirmed. The lead is still in use. There were no patient complications reported as a result of this event.